Event description:
On (B)(6) 2020 arjo was informed about adverse event related with sara 3000 active floor lift. It was reported that while the resident was singing, she raised her hands high and pulled them down, cutting left hand smallest finger with the sara 3000 torn handle grip. The resident went to urgent care and received 15 stitches.